Event description:
It was further reported that the patient experienced chest pain, it felt like a band was around their chest, and an increase in shortness of breath was noted. The alarm went off and the patient went to the emergency room.

Event description:
It was reported that the right ventricular (rv) coil lead impedance had risen since implant and had reached a high level. The lead remains in use and will be monitored more closely. The patient is enrolled in the attain (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead (B)(6) 2013, 4076 implantable pacing lead (B)(6) 2013. (B)(4).